Event description:
Patient reported ¿capsular contracture, anxiety, panic attacks and depression¿ ¿ever since implanted, patient has never felt completely comfortable with the devices¿, ¿capsular contracture was diagnosed and treated with ultrasound¿, device location is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and lymphadenopathy.

Event description:
Patient reported ¿capsular contracture, anxiety, panic attacks and depression¿ ¿ever since implanted, patient has never felt completely comfortable with the devices¿, ¿capsular contracture was diagnosed and treated with ultrasound¿, device location is unknown.